Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that the inserter of an ar-3740sp double loaded knotless fibertak was too short. This was discovered upon opening the package during a procedure. The case was delayed less than fifteen minutes and completed with another ar-3740sp double loaded knotless fibertak. Additional information requested.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on the customer-provided pictures, which display an ar-3740sp batch: 15108876 side by side with a good ar-3740sp. Visual evaluation noted that one of the inserter shafts was shorter than intended.  The cause can be attributed to an internal manufacturing process issue. Refer to CAPA-00447.  Refer to attachments & record cross reference.